Manufacturer narrative:
It was reported the patient is over 18 years. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rotatable medium oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the device was difficult to insert into the endoscope. The device was removed from the endoscope and examined. It was noted that the sheath (flare) detached. It was confirmed that nothing detached inside the patient. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the device found the flare detached and the catheter to be kinked at the distal and proximal portion of the device. A functional evaluation of the complaint device could not be performed due to the flare detachment. The complaint was confirmed. Manipulation of the device during the procedure likely produced the kinks found, which would create resistance during subsequent attempts to actuate the device. Actuation against this resistance can ultimately cause the flare to detach. The most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on july 11, 2013 that a rotatable medium oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the device was difficult to insert into the endoscope. The device was removed from the endoscope and examined. It was noted that the sheath (flare) detached. It was confirmed that nothing detached inside the patient. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.